Event description:
A hospital pharmacist reported that the tubing from a procedure pack used for vitrectomy surgery was obstructed during surgery and could not be used. The tubing was replaced with one from another pack and surgery was completed with no patient impact or significant delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).